Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4) (cuvette lot# a1p3c032). Method: device has been requested. No product received. Device history record reviewed for cuvette lot. No ncmr, complaint trends or related CAPA identified. Result: cuvette record eval completed. Product met all release criteria. Conclusion: no conclusion could be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than reference with protime microcoagulation system. Protime generated inr 1.9. The test was repeated immediately in hospital lab and generated inr 4.0. Pt's therapeutic range was not provided. No adverse event(s) reported.